Manufacturer narrative:
The customer¿s experience of a pca programming event (hydromorphone 5mg/ml programmed instead of pca morphine 5mg/ml / 150mg/30ml was not confirmed. The pcu event log shows pca module s/n (B)(4) was programmed to infuse a pca dose only infusion of zmorphinehidose 5:1 150mg in 30ml (drugid 394) at 10:44 pm on (B)(6) 2018 using a 35ml monoject syringe with 31.0009ml detected. The infusion ran until 1:09 pm on (B)(6) 2018. During this period, the syringe was changed out once at 9:04 pm and the user selected a 35ml monoject syringe with 29.4392ml detected to infuse a pca dose only infusion of zmorphinehidose 5:1 150mg in 30ml (drugid 394). There were a total of 105 pca dose requests delivered for a total of 42ml. Hydromorphone was not observed in the pcu event log. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that pca morphine (5 mg /ml /150mg/30ml) 2mg /ml, lock out 15min. Was initiated on (B)(6) 2018 at 1630. On (B)(6) it was reported that the pump was programmed for hydromorphone 5 mg /ml, which was a different medication, however the concentration of the drug was the same. The syringe was last changed by the night shift rn on (B)(6) at 2056. The medication was reprogrammed for morphine, and the patient was asymptomatic with no lasting harm. Other infusion that was in use at the time of the event was lidocaine1gm/100ml. The facility biomed tested the lvp and reported that the lvp (lidocaine) was a little out of calibration however during pm check the device was calibrated and retested without issue.

Manufacturer narrative:
The customer¿s experience of a pca programming event (hydromorphone 5mg/ml programmed instead of pca morphine 5mg/ml / 150mg/30ml was not confirmed. The pcu event log shows pca module s/n (B)(6) was programmed to infuse a pca dose only infusion of zmorphinehidose 5:1 150mg in 30ml (drugid 394) at 10:44 pm on 10 february 2018 using a 35ml monoject syringe with 31.0009ml detected. The infusion ran until 1:09 pm on 12 february 2018. During this period, the syringe was changed out once at 9:04 pm and the user selected a 35ml monoject syringe with 29.4392ml detected to infuse a pca dose only infusion of zmorphinehidose 5:1 150mg in 30ml (drugid 394). There were a total of 105 pca dose requests delivered for a total of 42ml. . Hydromorphone was not observed in the pcu event log. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. CAPA reference:ca-2018-0171. The customer stated that there was patient involvement.

Event description:
The customer reported that pca morphine (5 mg /ml /150mg/30ml) 2mg /ml, lock out 15min. Was initiated on 2/6/18 at 1630. On 02/12 it was reported that the pump was programmed for hydromorphone 5 mg /ml, which was a different medication, however the concentration of the drug was the same. The syringe was last changed by the night shift rn on 02/11 at 2056. The medication was reprogrammed for morphine, and the patient was asymptomatic with no lasting harm. Other infusion that was in use at the time of the event was lidocaine1gm/100ml. The facility biomed tested the lvp and reported that the lvp (lidocaine) was a little out of calibration however during pm check the device was calibrated and retested without issue.